Event description:
On (B)(6) 2007 we learned from our customer (B)(6), about an event which happened on (B)(6) 2007 saying: trach speaking tube broke while in pt (flap over top of device dislodged and went down pt airway). Was replaced with new (B)(4) on (B)(6) through surgery.

Manufacturer narrative:
Eval revealed: device was in very poor condition and damaged while improper handling. Event happened due to combination of faults. According to manufacturers records and knowledge it was the first incident of this kind since start of production of this type of products back in 1969. Because of this event reviews of instructions of use, (B)(4) and mfg have been triggered and are under process. For more details see manufacturers incident analysis report no. (B)(4), on request only because of its preliminary status now.